Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. However, the unit was unable to complete the prime process during the prime test due to a faulty force sensor resistor (gold. The testers were also unable to perform the excessive no delivery test due to the prime anomaly. The following physical damage was also noted: cracked case at the reservoir tube window corners and reservoir tube lip, along with minor scratches on the lcd window.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed with a no delivery. The patient's blood glucose at the time of incident was 300 mg/dl. The mother stated that the pump was stuck in the "preparing to prime" loop. Troubleshooting was initiated for the no delivery alarm. The mother mentioned that there was a crack on the reservoir and that the pump generally looked beat-up. The pump display also had a black circle on it and the pump kept going to the rewind menu and then the fill tubin menu; a no delivery alarm would follow the a forementioned occurrences. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.